Event description:
Physician assistant was taking the saphenous vein from left leg when they noticed smoke coming out from the endoscopic scissors.======================health professional's impression======================faulty handpiece (disposable).